Event description:
Facility reported a "kink" in the arterial line above dialyzer, but not in pump segment (3rd use) 45 minutes into the treatment. The pt had hypertension, abdominal pain and pain in the left arm. Pt's blood was reinfused to allow themselves to go to the bathroom. The pt was oxygen and transported to the ER and subsequently admitted to the ICU. Pt was discharged to home on 8/26/2000 in stable condition. The sample is available for examination. Medwatch filed on the medical intervention.